Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 3 months after two dental implants were installed in intraoral region #3 and #2 it was verified their non osseointegration. A 10 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type IV).